Event description:
It was reported that the anesthesia system had a safety valve error. There was no patient harm reported. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital and concluded that the patient cassette needed a cleaning. After a cleaning of the cassette, the anesthesia system passed all tests and was cleared for clinical use. No logs have been available to confirm the reported issue. As the issue was solved by cleaning, the most probable cause is that dirt, particles or dust from the co2 absorber had stuck on the connections, seals or membranes and thus preventing them from sealing properly. The true cause of the event has not been determined.

Event description:
Manufacturer's reference number: (B)(4).